Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer was in the hospital the past week with high blood glucose over 700mg/dl. It was stated that the customer apparently was inserting her infusion sets where she had a bunch of scar tissue. The customer still was not on the new enlite sensor as she had health issues and a family death. It was stated that the hospital and doctors ran tests on the device and everything was fine. No further information was provided.